Event description:
The user's device was explanted on (B)(6) 2023 due to a large infection on the temporal side of the head. The infection has spread to the level of the implant and the skin over the device or at the surgical line is not intact. The user's history of revision surgeries, chronic ear disease, wound healing issues, and significant medical history are unknown. It is also unknown if an infection has been confirmed by cultures from wound/device swabs and what kind of treatment the user received for the infection. However, the device housing was found still in place and reportedly the maestro data indicated that the device was still fully functional. An insertion probe was used as a placeholder for a potential re-implantation in the future.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an infection and the skin was not intact. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. In addition, during implant investigation damage to the active electrode caused by device minute mobility leading to fatigue wire breakages was found. This is a combined initial and final report.